Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. The home patient contacted global technical services (gts) regarding assistance with needing to end therapy while using the homechoice (hc) unit during dwell cycle 3 of 5. The home patient (hp) was not feeling well, and wanted to go to the hospital. When following up with the hp's nurse the following information was obtained: the hp was hospitalized due to peritonitis and was discharged on (B)(6) 2009. Additional information was not available. The nurse stated that this happens to the hp a lot. The nurse did not report any malfunctions.

Manufacturer narrative:
(B)(4).a sample is not available and no further investigational activities can be performed.